Manufacturer narrative:
Service was not dispatched for this event. This event has been forwarded to beckman coulter inc. (Cpls) customer product line support for further investigation. Results are pending to date. A definitive root cause for this event has not been determined to date.

Manufacturer narrative:
Beckman coulter inc. Customer product line support received an involved bhcg reagent storage lid cover from this customer. The lid had a significant amount of buildup on it however this was not confirmed to be the cause of the elevated relative light units which caused the customer's quality control issues. At this time there is no conclusive evidence to indicate that the instrument failed to meet established specifications. The cause of this event is unknown with the current information. (B)(4).

Event description:
The customer reported that on (B)(6) 2011, an access 2 immunoassay system's human chorionic gonadotropin (bhcg) level one (1) quality control (qc) results failed to meet customer specifications. The customer indicated that this was the second occurrence of this issue, however the customer did not have any information, including date of occurrence, regarding the previous event. The customer replaced the in-use bhcg reagent pack and repeated qc. The qc results recovered within the customer's established specification ranges. No patient results were release from the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. No specific patient information or sample handling/collection information was provided by the customer.